Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, and a replacement device was arranged with return instructions provided and a prepaid shipping label included. Symptoms included no injury, no hypoglycemia, no hyperglycemia, and no alarms or alerts reported. Outcomes included no clinical impact and continued use of cgm via the dexcom app or receiver while awaiting replacement. Investigation included customer service assessment, troubleshooting guidance, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the display consistent with user-reported screen breakage, with no evidence of device malfunction and no data transfer between devices as the replacement requires standard startup. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external factors rather than a device defect.